Event description:
It was reported that during a da vinci-assisted uvulopalatopharyngoplasty surgical procedure, the 8mm permanent cautery spatula instrument had unintuitive motion. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon's head was inside the high-resolution stereo viewer attempting to manipulate the instruments when the issue occurred. The instrument was inspected prior to use with no damage observed. The instrument was in use for about 30 minutes before the issue occurred. The issue was not related to the inability to move the instrument. The instrument scaled appropriately but did not move in the intended direction. The surgeon wanted to keep the direction of the tip straight, but the instrument wasn't straight. The timing of the instrument was not appropriate. There was no shakiness and no instrument-to-instrument interference. There was no external collision observed. The issue was persistent and not resolved. There was no injury to the patient.

Manufacturer narrative:
Isi has received the permanent cautery spatula instrument involved with the complaint to perform failure analysis; however, failure analysis investigation has not been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanant cautery spatula instrument for failure analysis investigation. The instrument was analyzed and was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. There were no issues with movement during inspection. There was no damaged pitch cables observed that would have caused non intuitive motion. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.